Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged, connector will not stay latched, adjust belt messages) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector has broken tabs. The root cause for the damaged connector could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt connector was damaged and will not stay latched.